Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 12pm on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 3 days after the alleged product issue first occurred they suffered from a ¿diabetic coma¿. The patient was taken to the emergency room (e.r) by the emergency medical services as a result of this. In the e.r the patient was treated with an unspecified dosage of insulin by a healthcare professional (hcp). The patient also had their blood glucose measured at this time on an e.r meter, but could not provide a specific result which was obtained on this device at this time. At the time of troubleshooting the cca noted that there was no misuse of the device, the correct test strips were being used and the patient¿s testing technique was correct. The cca walked the patient through a retest and was able to resolve the issue. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose using the subject meter. As a result of this the patient developed symptoms suggestive of serious injury and required medical intervention from a hcp in the e.r.